Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block e1: initial reporter state: (B)(6) . Block h6: device code 2976 captures the reportable event of stent kinked inside the patient. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the proximal section, bladder pigtail at suture hole, was ripped/torn. A functional evaluation noted that a mandrel 0.035" was inserted through the stent and no resistance was felt. The suture was not returned with the device. No other issues with the device were noted. The reported event was not confirmed. The investigation revealed that the suture hole was torn, not confirming the reported kinked. The investigation analysis concluded that the problem found is an issue that could have been generated by the user or due to the interacting of the device with the suture string; it is important to mention that the suture string was not returned and the device was outside the original pouch. During product analysis the device was tested and mandrel 0.035" were inserted through the catheter and no resistance was felt and no kinked sections were identify in the device. Adverse event related to procedure is selected as the most probable root cause for the complaint since it is the most likely that the adverse event occurred during the preparation and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an polaris ultra ureteral stent was used during an endoscopic ureterolithotomy procedure in the ureter, performed on (B)(6) 2020. According to the complainant, during the procedure and inside, the stent was placed and when the physician viewed through the video tower monitor, it was observed that the catheter was kinked. Reportedly, the physician removed the stent from the patient. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was noted to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Initial reporter state: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an polaris ultra ureteral stent was used during an endoscopic ureterolithotomy procedure in the ureter, performed on (B)(6) 2020. According to the complainant, during the procedure and inside, the stent was placed and when the physician viewed through the video tower monitor, it was observed that the catheter was kinked. Reportedly, the physician removed the stent from the patient. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was noted to be stable.